Event description:
It was reported to covidien on (B)(6)2009, that a customer had an issue with a hemodialysis catheter. The customer reports the pt had a dialysis catheter placed on (B)(6)2009. During the 4th dialysis treatment, approx 12-15 mins into the procedure, the pt had a respiratory arrest and expired on (B)(6)2009 from cerebral anoxia. The customer is questioning a delayed hypersensitivity to the heparin on the catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.